Event description:
Additional information received reported that the patient was doing well.

Event description:
It was reported the patient experienced a shocking or jolting sensation and their implantable neurostimulator (ins) and leads were replaced. It was stated the patient repeatedly felt shocking, and the device seemed to consistently not deliver stimulation. It was noted the patient¿s new device was reprogrammed and the patient¿s status was reported as no injury or adverse event.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3550-39 lot# n302104, implanted: 2011 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37712 restore ultra, serial #(B)(4)) found no anomaly. The #0 setscrew was tight to the lead. The #8 setscrew was loose. There was a setscrew impression in the connector sleeve of the lead indicating it had been tight at one time. Analysis of the lead (lead 3777-60 1x8 std, serial #(B)(4)) found its distal end conductor to be broken. A complete lead was returned. The lead was received connected to the #0-7 port of the ins. The #6 conductor was broken at the #6 electrode crimp sleeve 5.7 cm from the distal end of the lead. There were titan anchor impressions 20.2 to 21.2 cm from distal end. There was a small amount of cosmetic esc (environmental stress cracking) on outer insulation near the distal end. Outer insulation had cosmetic melted spots, cautery was suspected. Functional test showed circuit #6 having intermittent continuity. Circuits #0-5 and #7 had acceptable continuity. There was a good stable output on all electrode pairs not using the #6 electrode. There was intermittent output on all electrode pairs using the #6 electrode. Analysis of the lead (lead 3777-60 1x8 std, serial #(B)(4)) found its outer insulation melted, cautery artifact was suspected. Outer insulation had cosmetic melted spots. There were titan anchor impressions 19.6 to 20.6 cm from distal end. There was a small amount of a cosmetic esc on the outer insulation near the distal end. There were suspected tool marks in outer insulation. Stylet coil was crushed. The lead was connected to the #8-15 port of the ins. When testing ins and the lead together, there was no output on all electrode pairs using #6 or #8 electrodes and a good stable output on all electrode pairs not using the #6 or #8 electrodes. The settings that the ins had when received did not include any #8-15 electrodes.